Manufacturer narrative:
Adverse event, outcomes to adverse event: the patient required revascularization of the target lesion. This is being reported as a follow-up to the clinical study. Tests/laboratory data and dates: patient information regarding relevant tests/laboratory data is unknown. This information was not available from the facility. UDI #, PMA/510k #: UDI and PMA numbers are not applicable. This device was used in clinical application prior to being available in the us. Report source: foreign- (B)(6) / study name: (B)(6), patient ID # (B)(6). Device evaluated by MFR: during the index procedure, the product worked as intended. The device was discarded, thus no product evaluation was performed. Per the IFU, restenosis is listed as a potential complications/adverse events.

Event description:
It was reported through a clinical study that during the index procedure on (B)(6) 2013, a stellarex catheter was used to treat the target lesion of the left proximal and mid sfa. Approximately 48 months post index procedure, the patient experienced restenosis. A successful revascularization of the target lesion was performed on (B)(6) 2017. The physician indicated this is not related to the study device and procedure.